Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit failed the leak test from the connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be identified. The most probable cause of the unit failing the leak test at the connector was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a fuzzy picture. The issue occurred during setup. There was no report of any patient harm.